Event description:
Event description cpi received information that this unipolar porous tined endocardial lead (4150) was removed from service due intermittent capture because of an insulation and fracture of the lead at the pocket site. The lead was capped, and another cpi lead was implanted.